Manufacturer narrative:
The complaint device was evaluated and the alleged failure could not be duplicated. The flush rate met specification, the "o" ring was fully functional with no dislocation or cracking found. All the lines in the kit were tested and passed the required tests. In addition, all flush devices go through a 100% flush test during the manufacturing process and defect as such would be check for the entire system after 30 minutes and periodically thereafter. The manufacturing lot number was not available for further investigation. No further information will be submitted.

Event description:
Five hundred ml of physical saline mixed with heparin enters the patient's body in less than 2 hours. There is no adverse effect on the pt due to the event.